Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on 2024. No product or data was provided for evaluation. The allegation and the probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).